Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Please provide a timeline of events. What symptoms caused the patient to have to return for a leak test? Did the patient present with any other symptoms besides what was found in the drain? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post-op of a sleeve gastrectomy procedure that the patient returned december 29th for a leak test that returned negative, but the surgeon felt something was ¿funky ¿so the surgeon left the drain in place. Patient then return on jan 4th with protein shake in her drain indicating there was a leak. Patient was admitted till jan 13th when patient was discharged with her drain still in place and was seen again on jan 24th and is scheduled for another visit on feb 22nd. Patient still has their drain in place, and the surgeon is attempting to allow the leak to heal on its own without re-operation.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2022. Additional information was requested and the following was received: was a leak test performed? If so, what type and what was the result? Yes- they completed 2 leak tests and they came back negative. Was the staple line visualized endoscopically during the initial surgical procedure? -yes. How many days postoperative did the leak occur? -patient was sent home with a drain, the surgeon does not remember when they exactly returned to the emergency room. How was the leak identified? -the patient came back to the hospital 5 days after the leak test with protein shake in the drain. What was observed at the site of the leak upon reoperation?-n/a. How was the leak addressed?-n/a. Please provide a timeline of events. Do not have information. What symptoms caused the patient to have to return for a leak test? Pain, emergency room visit, and eventually protein shake in the drain. Did the patient present with any other symptoms besides what was found in the drain? Pain, discomfort.